Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the implantation of proximal femoral nail antirotation (pfna) system. During the procedure, the 85 size pfna-ii blade was not getting locked so surgeon had to remove the 85 size pfna-ii blade and use next higher available blade that is 90 size blade. The surgery was delayed for twenty (20) minutes due to reported event. The procedure was successfully completed. No further information is provided. Concomitant device reported: pfna-ii nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna-ii blade l85 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: visual inspection: the pfna-ii blade l85 tan (part# 04.027.052s, lot# 34p6573 qty# 1) was returned and received at us customer quality (cq). Upon visual inspection of the returned device, it is observed that the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were observed with the device. The provided video was evaluated and it was observed that the end cap was not locking onto the helical blade. Functional test: a complete functional test could not be performed as the mating devices were not returned. A partial functional test was performed on the locking mechanism of the helical blade. The end cap and the screw were first disassembled from the sleeve. Upon disassembly it was observed that nearly half of the screw had black biological residue/foreign material lodged into the threads of the distal end of the screw. A test was performed removing some of the residue with a pin disclosing undamaged thread surfaces hence eliminating possibility of corrosion. The notch of the screw was then latched onto the notch of the helical blade, and was then assembled with the sleeve and the end cap. The end cap was then fastened. The end cap was not able to lock all the way leaving a gap between the sleeve and the blade as can be confirmed from the video provided. The complaint condition is confirmed as the device could not be locked. Can the complaint be replicated with the returned device(s)? Yes. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq as the complaint condition was probably caused by the blockage of the threads of the screw by the black biological residue/foreign material. Document/specification review: the following drawing(s) (current and manufactured to) were reviewed: blade l75-120mm, tan f/pfna-ii blade. End cap, tan f/pfna-ii blade. Screw m7x1 tan/sst f/pfna blade. Sleeve l43.5-63.5mm, tan f/pfna-ii blade. No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the pfna-ii blade l85 tan (part# 04.027.052s, lot# 34p6573 qty# 1) as the device could not be locked failing the functional test. While a definitive root cause could not be identified for the reported issue, it is most likely that the foreign material present on the threads of the screw caused the issue. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: complaint is confirmed as we are able to confirm complaint description (the surgeon in the video is not able to lock the blade) based on the received pictures. The product is not available to return. The customer is retaining the device. Device history lot expiry date: jan. 01, 2030. Part: 04.027.052s , lot: 34p6573 , manufacturing site: bettlach, release to warehouse date: jan. 14, 2020. A manufacturing record evaluation was performed for the finished device with lot number 34p6573, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.